Manufacturer narrative:
(B)(4). No complaint was received with return of device. Final analysis found an insulation abrasion breaching the outer insulation exposing the outer coil at 40.2 cm to 40.5 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.